Event description:
N/a.

Manufacturer narrative:
Explant due to unspecified reason was reported. The investigation found that cusp 1 was noted to be torn. Cusp 2 was found to bounce back into a folding position when manipulated. Biological material was present throughout the valve. Limited mobility was noted on all three cusps. No other anomalies were noted. The device serial number was not provided, and therefore the device history record could not be reviewed. The cause of the torn cusps could not be conclusively determined; however, the degenerative changes noted to the tissue could have contributed to the tear formation. The reported surgical intervention was result of case specific circumstance, as device was removed surgically. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a 25mm epic stented porcine heart valve was implanted in the patient. On (B)(6) 2025, the valve was got explanted due to infection and a new 31mm epic plus mitral valve was implanted.